Event description:
The customer reported that after she changed the battery, she was having problems filling the insulin pump. She stated it would keep telling her to fill tubing and the numbers would not go up. The customer further stated she received unexpected restart alarms. The customer was disconnected from the insulin pump and advised to hold down the act button until receiving a second series of beeps and/or numbers appeared on the screen. The customer stated both of these things occurred. While reviewing the insulin pump history, there were motor error alarms that occurred during bolus delivery. The customer stated that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. She was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer's blood glucose was 98 mg/dl. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.